Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported their prior implantable neurostimulator (ins) came out of their muscle tissue. It flipped around (B)(6) 2014. It was noted that the ins's are located under each breast. The ins was indicated for movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.